Event description:
Boston scientific received information that patient called about the communicator as it was currently unplugged. Patient received a cellular adapter and no instructions provided. The company representative explained on how the cellular adapter works. When patient went to plug in the communicator, the communicator made a big "pop" sound. Patient said that the communicator briefly flashed o lit up and made a "pop" sound at the same time. Patient said he is a computer technician and heard that the popping sound come from the communicator itself. Patient said it sounds like something short-circuited or a fuse blew. Patient did not get hurt. The company representative asked about the power cord but patient informed that it was not in the power cord and it was on the monitor. Patient did not see smoke and did not get hurt. The communicator has been unplugged for a long time before the call as patient had unplugged the communicator for a while a ago since it was not able to send data. Patient does not know if it was related to phone service or not. The company representative verified there were recent storm or power outages and an original power cord was used. Due to communicator hardware malfunction, the company representative advised the patient to keep the communicator unplugged from the power and replace the communicator.